Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up low pacing lead impedance and loss of lv capture were observed. The patient was asymptomatic. No further information is available at this time.